Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding due to insulin pump getting wet. Customer's blood glucose was 137 mg/dl and was treated with insulin pen. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The additional information has been provided with this report.

Event description:
The customer stated the insulin pump had condensation under the screen and alarmed battery error. The customer did not have the insulin pump at the time of the call. The insulin pump alarmed battery error after battery was replaced. The customer was informed the insulin pump was waterproof and went into a pool. The customer stated he noticed the insulin pump was working fine after it was exposed to water. After a couple of days it prompt with the battery no limit, it will beep 3 times and it will light up. The customer stated he was fine and had been using insulin pen. The customer stated he was unable to confirm which alarm is sounding and was unable confirm battery error. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the unresponsive button due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.